Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: evaluation revealed that there was no occlusion alarms observed in the black box or alarm history. No data from the time of the reported issue due to continued use. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gives the appropriate visual and audible occlusion detected alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump is not giving occlusion alarms as it should. The patient reportedly had an issue with kinked sites, but received no alarms to notify her. Occlusion sensitivity is set for high. Largest bolus sent was just over 6 units. The patient was not able to complete the troubleshooting. There is no indication of a blood glucose excursion related to this issue. No further information is available. This issue is being reported due to the allegation that the pump failed to emit the appropriate occlusion alarms.